Event description:
It was reported by service report that the communication cord had bent pins causing nurse call to be unavailable. The customer could not determine if there was pt involvement or if there were adverse consequences to report.